Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was inserting a sensor and the sensor was missing its needle. The patient's blood glucose at the time of incident is unknown. The sensor was not returned for analysis.